Event description:
Patient was treated for a tibial fracture with an unknown synthes nail ex. Post operatively, the patient developed a low-grade infection accompanied by a non-union. Osteomyelitis and draining wounds were noted. The tibial nail was removed on an unspecified date. The patient was placed on antibiotics and made non-weight bearing. A plate and screws were later implanted in an open reduction internal fixation (orif) for the tibia fracture. Later the patient stepped down and a stress fracture occurred on the tibial shaft, and a continued non-union was noted. No further infection was reported. The plate and screws were removed and a new nail was implanted. This report is for six unknown cortex screws. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for six unknown cortex screws. Device was implanted on an unknown date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.